Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results for 1 patient tested on coaguchek xs pro meter with serial number (B)(4). The customer tested the patient by finger stick on the meter and obtained a result of >8.0 inr. The customer had the patient drawn for a laboratory test 15 minutes later. The result from the laboratory using the dade innovin method was 2.9 inr. The qc checkmark displayed on the meter at the time of the test. The patient¿s therapeutic range is 2.0-3.0 inr. No adverse event occurred. The patient is feeling ok. The patient is not anemic, has no antiphospholipid antibodies, and is not taking heparin or direct thrombin inhibitors. The patient has had no changes in coumadin, no diet changes, no new illnesses and no new medications. The patient has had no unusual bleeding or bruising. The test strips were requested for investigation. The customer returned the test strips. The returned strips and retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 4.3. Donor #1 hct: 30%. Donor #2 inr: 2.4. Donor #2 hct: 47%. Donor #1: master lot: 4.2 inr. Donor #1: customer¿s strips and retention meter: 4.3 inr. Donor #2: master lot: 2.4 inr. Donor #2: customer¿s strips and retention meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 139816-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.

Manufacturer narrative:
None of the patient's medications are currently known to interfere with the accuracy of the test results. A possible reason for a high inr result is that when the fingertip is squeezed, intracellular fluid can dilute the blood sample and cause a higher inr. If the meter shows values > 8 inr the measurement is out of range and the customer should contact the doctor immediately to check current medications. The inr result should be determined by another method.